Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left hip was revised due to the migration of the unipolar head from the acetabulum into the pelvis. Patient was revised to a total hip including a trident shell, adm/mdm liner construct, and a femoral head. Stem was well fixed, well positioned, and was not revised.

Event description:
It was reported that patient's left hip was revised due to the migration of the unipolar head from the acetabulum into the pelvis. Patient was revised to a total hip including a trident shell, adm/mdm liner construct, and a femoral head. Stem was well fixed, well positioned, and was not revised.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a metal head was reported. The event was confirmed by clinical consultant after review of x-ray provided. -product evaluation and results: not performed as the device was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: x-ray confirms protusio of the hip, need operative reports, need patient clinical notes, no confirmation of post op revision treatments, need serial x-rays and examination of the explanted components. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. The medical review confirms the event but the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, patient clinical notes, confirmation of post op revision treatments, serial x-rays and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.